Manufacturer narrative:
This report is submitted on september 03 2020.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013 due to migration of the receiver stimulator from the implant bed. During the surgery, the implant was relocated to the implant bed.